Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would periodically shut off. The customer also reported receiving a battery out limit alarm with a new battery. The customer also stated their settings would be reset after the alarm occurred. Customer also reported another occurrence where the insulin pump would power off, counted down and prompted the customer to set the time and date. The customer was advised a replacement battery cap would be sent. Customer declined to return the insulin pump for analysis.